Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results generated by the unicel dxi 800 access immunoassay system for multiple patients. Based on provided data, accu tni results were in the range of 0.10 ng/ml-0.49 ng/ml (below the ami cutoff value of 0.50ng/ml). There was only one result above the ami cutoff (0.66ng/ml). The original samples were retested on a different instrument in the customer's lab for most patients and accu tni values were in the range of 0.03ng/ml-0.29ng/ml. The erroneous results were reported outside of the lab and later corrected. Per customer, two patients were sent to the catheterization lab following the event. The 1st patient did have a history of ami and stroke. Upon repeat, value for this patient was lower but still in the same clinical category of being elevated. The repeat results for the 2nd patient were believed to be negative.

Manufacturer narrative:
Qc and system check performed after the event failed. Based on provided records, recalibration of accu tni in 2008 failed. A field service engineer (fse) was dispatched to the customer's lab on the next day. The fse inspected the instrument and cleaned an unusual build up of a dried wash buffer on the sample wash tower. The fse run reaction vessel test and no issue was observed. The fse changed aspirate probes and peri pump tubing. The fse performed a system check, diagnostic and precision testing; all results met specifications. A correlation test between the unicel instrument and a different instrument gave good results. Although hardware issues may have contributed to this event, a clear root cause has not been determined. A malfunction will be assumed for the purpose of this report.